Event description:
It was reported that the surgeon inserted the tip of the cartridge through incision. As he turned the screw drive, he felt more pressure than normal. Surgeon proceeded and noted that the cartridge began to split open. He thinks removed the cartridge -with the lens still mostly in the cartridge from the eye and requested a new one. The lens touched the incision site but was never fully implanted. It was still primarily in the cartridge (which was splitting open). The procedure was completed successfully using backup lens of same model. There was no injury, and surgical and medical interventions required. No further information is available. The product evaluation was completed at the lab and visual inspection of the sample confirmed tips of cartridge was cracked. No further information provided.

Manufacturer narrative:
Section d6a: if implanted; give date: n/a. The intraocular lens was inserted and removed during the same procedure. Section d6b: if explanted; give date: n/a. The intraocular lens was inserted and removed during the same procedure. Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: 24-oct-2023 section h-3: device evaluated by manufacturer: yes device evaluation: product evaluation was performed under magnification. The complaint device was received with the plunger rod advanced to the neck of the cartridge. The complaint cartridge presented with a lens stuck inside the cartridge tip and the tip was observed to be cracked. The lens module and device assembly were inspected and presented with no issues. The complaint lens was received torn and the other piece was in the cartridge. The portion was removed from the cartridge and presented damaged. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order was performed. The search revealed that no other complaints were received for this purchase order. Conclusion: the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.